Manufacturer narrative:
On 03 june 2016 it was prepared a final report with the information already submitted in the previous reports.on 06 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 31mar2016 and includes: revision completed on (B)(6) 2016. On 05 apr 2016, the medical affairs director performed a clinical evaluation and commented as follows: lateral instability, as reported in the complaint description, is a possible early adverse event following tka. This total knee appears to be implanted correctly, although the hip-knee-ankle angle is a little beyond the optimal range. As no preoperative x-rays are available, the reason for this choice cannot be reported here. This situation may contribute to lateral instability but it is not possible to determine the root cause with precision: normally, soft tissue conditions (they may deteriorate after primary surgery) play a major role. On 05 apr 2016 patient match department checked the pre-operative plan without finding deviations compared with the standard procedures. Batch review performed on 05 april 2016. Lot 148404: (B)(4) items manufactured and released on 20 february 2015. Expiration date: 2020-01-31. (B)(4). Gmk-sphere tibial insert fixed flex size 4/10 mm l, code 02.12.0410fl, lot. 147253 (k121416): (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-10-31. (B)(4). Not yet received.

Event description:
Revision planned due to instability of femoral component size 4 and tibial insert size 4/10 mm.

Manufacturer narrative:
On 20 may 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: visual inspection of the explanted femoral component and uhmwpe insert no anomalies have been noted on the explanted components. The femoral component was found conformed to the specifications required in terms finishing of the internal and articular surface. Some residual cement was found in the internal part of the medial compartment. No scratches on the articular surface have been noted. The insert was found perfectly preserved. From visual inspection it is not possible to suppose any possible root causes for the event.